Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states involving pentax medical ultrasound video bronchoscope model eb-1970uk, serial number (B)(4). The information provided indicated that there was residue found on the biopsy inlet t-piece aft suction tube during pentax medical service repair inspection. There was no adverse event to the patient and/or user. The customer owned endoscope was received by pentax medical for evaluation on 09-jun-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found "residue inside biopsy inlet t-piece aft tube" as well as documenting the following inspection findings: leak at biopsy channel (large/ primary) inlet side, fluid invasion in ultrasound connector, fluid invasion in segment section, fluid invasion in control body, insertion tube buckles under the root brace, primary operation channel resistance, umbilical cable, short fluid invasion, failed dry leak test, control body root brace disconnected, endoscope failed electrical safety test - hi-pot, failed wet leak test, fluid invasion in middle lcb distal cover glass, image blackout, shield cover corroded, #4 remote control button not working, ultrasound connector cable single/ long fluid invasion, corroded ultrasound connector body, fluid invasion to insertion tube, suction function not performed unit compromised, customer complaint confirmed, umbilical cable long fluid invasion, #3 remote control button not working, #2 remote control button not working, #1 remote control button not working, pve electrical connector frame mild corrosion, control body mild corrosion inside, fluid invasion in pve connector. The device underwent repairs including the following components: o-rings and seals, balloon feeder/return tube, operation channel, distal joint screw m1, insertion flexible tube, staycoil assy attaching screw, staycoil collar, bending rubber, segment staycoil assy pb-free, pulley assy pb-free, remote control button(1)pb_free, r.c. Button(2) pb-free, r.c. Button(3) pb-free, r.c. Button (4) pb-free, cn3 label, cn4 label, sub connector pb-free, us connector body pb-free, warning label, heat-shrink tube ID=5mm l=30mm, electricl connector assy, pcb for ccd k4 pb-free/ntsc, insertion/s-nipple, attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), biopsy inlet t-piece. The endoscope was approved by final qc on 23-jul-2021 and was delivered to the customer under delivery order (B)(4). Model eb-1970uk, serial number (B)(4). Has been routinely serviced at a pentax facility since the device was put into service.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: this is an event, in which a check valve attached to a component of an endoscope clogs the aspiration line. The cause is thought to be that the check valve that got into the washing machine, during the washing process, clogs the pipe with the water flow.